Event description:
During an implant procedure, the right ventricular (rv) lead was observed twisted as the helix was extended. The rv lead was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of insulation twisted was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fracture or internal shorts.